Event description:
In 2004 the surgeon stated that the pt had an infection. The surgeon planned to remove the spinal cord stimulator system that same day. The pt reportedly had satisfactory pain relief from the stimulation and is likely to be reimplanted once the infection clears.